Manufacturer narrative:
The technician, after attempting to adjust the caster, replaced the worn brake caster to repair the bed.

Event description:
Information received indicates the head end brake caster is not holding when in brake.